Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare provider (hcp) couldn't interrogate the patient's implantable neurostimulator (ins). The battery was implanted in (B)(6) 2017 and was last interrogated in 2021. Considering all that, it was suspected that the battery reached end of service (eos) in an unnoticed way as the patient did not really use the patient programmer (pp) and now, no telemetry could be established. Additional information was received from the manufacturer representative (rep) that the device was measured in 2022. It was not possible in 2023 because of the new program on the tablet. At home the patient used his own programmer and the same occurred, cannot make contact, so the ins is empty. Since there was no effect of the stimulation, he will probably have the generator explanted. The rep met with the patient and physician, interrogation was successful and the issue was resolved. The rep clarified that the failure to interrogate in 2023 because of a new program on the tablet. The cause of the ins communication issue is currently unknown. The ins has not reached eos. The patient is no longer receiving stimulation. The patient is not experiencing any symptoms related to this issue. The ins battery will be explanted. The date of the explant is unknown. The ins will not be replaced.